Event description:
Device malfunction: clip dislodgement. Time of device malfunction: five days after vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the left femoral artery after an interventional procedure. Reportedly, during an additional interventional procedure five days later, a guide wire became stuck as it was advanced through the starclose se clip. A micro-catheter was advanced over the stuck guide wire and also became stuck. A dilator was advanced over the guide wire pushing the clip intra-luminal. The clip was pulled into the subcutaneous tissue tract using a dilatation balloon where it remains. A hematoma developed at the closure site. Manual compression was used to express the hematoma and achieve hemostasis. No other adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.